Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that the patient received a shock and was seen for a follow-up the next day. The ICD was in reset mode, and a damaged lead was suspected as being the cause.